Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and particulate matter resembling a piece of carton was observed in the closed pouch. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within an eva (ethyl vinyl acetate) 150 ml bag. The pm was observed before patient use and was further described as ¿fuzzy¿. There was no patient involvement. No additional information is available.